Event description:
Fiber was opened and laser pilot beam had a crisp circle. When the fiber was placed through the cystoscope, the fiber appeared to be cracked. This fiber was removed and replaced.

Manufacturer narrative:
The cause of the fiber break is not able to be determined. Fiber breaks of this nature are often related to user handling, but cannot be confirmed in this case. Fiber was tested mechanically and passed mechanical testing. There does not appear to be any material defects related to this fiber. No further action is necessary at this time.